Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument's working end slipped off the shaft. No fragments fell into the patient. The procedure was completed but the patient outcome is unknown.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The complaint regarding the distal end slipping off the shaft was confirmed by failure analysis

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: there were no anomalies with instruments during the procedure performed in our hospital on (B)(6) 2024. The returned instrument was apparently noticed and discarded during sterilization, the usual visual checks in the operating room or elsewhere - in any case not during an operation. Patient endangerment/harm, delay of the procedure etc. Can be safely ruled out.